Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the bearing of the device had insufficient/low power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency, which is user error/misuse/abuse. A review of the service history record indicates that the device has been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the air pen drive device was worn. It was further determined that the device failed pretest for check power with test bench, and check valve-control in ¿hand¿ position with hand switch. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.